Event description:
Healthcare professional, later reported, "complex radical fold". The device has been explanted.

Event description:
Healthcare professional reported, left side "rupture". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification). Crease/folding of implant: observed creases on the device. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side "rupture." Healthcare professional later reported "complex radical fold." The device has been explanted.